Event description:
Pt was rehospitalized eleven months after index procedure for unstable angina. Six days after rehospitlaization, pt was transferred to another hosp for emergency CABG. Pt died after emergency bypass operation. During the index procedure the mid left anterior descending was treated with (2) cyphers stents. Pt was discharged from hosp day after index procedure.